Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. Upon investigation, there was a broken solder joint connecting the rear pulse wires inside the distribution node, and the distribution node to rear therapy electrode cable and trunk cable were pulled from the strain relief. The cause of the broken joint was the strained cables. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.